Manufacturer narrative:
Due to character limitation in e1 for event site name, the event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had catheter restriction issue. No injury or harm reported. Patient involvement is unknown.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked and inspected unit 2 alarms on unit, augment below set limit & catheter restriction. Verified unit within full calibration. Unit passed all functional and safety test per factory specifications. Return to customer and clear for clinical use.